Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error source: phone.

Event description:
Consumer reported nose bleed after performing test one time with the test strip instead of the nasal swab. Consumer was performing the test while reading pi, not prior in preparation. Consumer "swabbed" both nostrils with test strip and had a nose bleed. Was able to stop the bleeding by dabbing with kleenex. Technical support specialist referred consumer to healh care professional and suggested not to perform a nasal swab test right now. Consumer satisfied, no further inquiries or concerns and will call back if further assistance is needed.